Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.

Event description:
The physician reports that the crystalens haptics tore off when delivering the lens using the staar surgical lens injector system. The haptic remained in the cartridge. The damaged iol was removed using forceps and replaced with another crystalens. No need for enlargements of incision or placement of sutures.